Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage tank, high voltage cable, and the x-ray tube were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that intermittently the system would lock up. There was no patient injury or death reported.